Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that, for the last 3 days, it had been taking the patient over an hour to connect to the pump to bolus. The patient had been getting error messages that the application was not connecting and they had to wait a few minutes and then it would connect. The patient did not know what the error messages were, but that they started "about 2-3 weeks prior to last saturday" and that she had to bolus and couldn't. Patient services had the patient toggle off mobile data and confirmed that bluetooth and location were on and had the patient restart the handset. During the call, the patient was able to connect and request and receive a bolus with no issues. Patient services reviewed general use of the handset and communicator. The patient reported a handset lag at 90% for 3-5 minutes. The patient bolused 5 times a day and, on 2024-10-22, it took her over an hour to connect, reconnect and connect again. The application would time out and the patient would click on "wait". The patient later reported that, despite troubleshooting, it took them about 35 minutes to get a bolus on the morning of 2024-10-23 and they had to spend 30 minutes to an hour "messing with it" each time they wanted to connect. The patient had been seeing a "no device found" message and they tried to press "retry" or "cancel" and then press "resync". The screen would then lag at "retrieving pump settings 0%" for some time prior to progressing, as pr eviously reported. The patient's equipment had been fine until "saturday". The patient took 3 days off of work because this equipment didn't work. The patient would leave the myptm application open in between uses or it would take even longer. Patient services assisted the patient in restarting the myptm application due to see a "no device found" message and the patient was eventually able to connect to the pump and request and receive a bolus. During the call to patient services, the patient was making deliveries and, per the patient, connecting to the pump didn't make a difference if they were sitting or walking around. The patient had to go back to their doctors office because they were getting locked out for various times such as 9 hours, 4 hours, or 1.5 hours. The healthcare provider (hcp) stated "I had to use an advanced feature on it because it was messed up" and, per the patient, "it wasn't messed up before I saw him". It was also reported that, "a couple weeks ago" while they were sitting on the toilet and boluses, the communicator accidentally fell into the toilet briefly. Per the patient, there wasn't much water in the toilet bowl and they tried drying the communicator off. The patient wasn't sure if this affected their connecting or not. A replacement communicator was sent to the patient due to the communicator getting wet. The patient understood that the communicator replacement would not resolve the time connector for a bolus. The patient planned to discuss the issues with their hcp at their appointment next week, which they thought was on 2024-10-25.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.